Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported the device was not used past its expiry date. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Note: this report pertains to one of three devices used during the same procedure. Manufacturer report #3005099803-2017-00336 addresses the first resolution 360 clip device, manufacturer report #3005099803-2017-00337 addresses the second resolution 360 clip device, and manufacturer report #3005099803-2017-00338 addresses the third resolution 360 clip device. It was reported to boston scientific corporation that three resolution 360 clip devices were used during a procedure performed on an unknown date. According to the complainant, during the procedure, the clip failed to release from the catheter. The same issue occurred with the other two clips. The procedure was completed with a resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.